Event description:
Paramedics responded to a prostate cancer pt complaining of urinary dysfunction. While moving the pt to the ambulance, the pt became bradycardic and lost consciousness. External pacing, drugs and oxygen were administered. After approx 5 to 10 minutes of external pacing, the operator noticed that the pacemaker had stopped for no apparent reason and the pacing current had reset to 0ma. The pacemaker was restarted but mechanical capture was not achieved. CPR was continued during transport to the hosp. The pt was not resuscitated. The operator did not know if the reported malfunction may have caused or contributed to the pt's death.